Event description:
A patient service representative (psr) contacted zoll customer support while fitting a (B)(6) male to report that the batteries would not seat properly into the charger/modem, preventing the batteries from charging. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (batteries won't seat properly/does not charge) has been confirmed. Upon evaluation, the battery board was not connected correctly to connector j5 on the bedside board. The cause of the inability to charge the batteries is the inability to properly seat the batteries in the charger/modem. The cause of the inability to properly seat the batteries is the improper connection between the battery board and the bedside board. The root cause of the improper connection cannot be positively identified but is likely an assembly error. No adverse event resulted from the improper connection between the two charger/modem boards. The patient received a replacement charger/modem.